Manufacturer narrative:
The actual failed component has not yet been returned to the manufacturer for evaluation. The breast paddle is made of plastic and may weaken and crack if the cleaning methods and materials used are other than those approved by hologic. At this time the reason for the reported component failure is unknown.

Event description:
The user reported that a large breast paddle cracked 1/2 way across the entire width of the panel while compressing the patient. The patient was evaluated by a physician. There was no harm to the patient or technologists performing the test.